Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address acetabular cup loosening. Doi: unk - dor: 1/4/13 (left side) update: (B)(6) 2013 - patient's operative records were received. Records indicate upon revision metallosis and corrosion were both found in the hip joint. The head, stem, and sleeve were added to the complaint and the complaint was re-opened. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records were received. Records indicate upon revision metallosis and corrosion were both found in the hip joint. The head, stem, and sleeve were added to the complaint and the complaint was re-opened.